Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion can be a cause of this device not being able to spray powder. A clogged catheter can lead to an internal clog which will make the second catheter ineffective. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The hemospray only sprayed once, then it stopped working [unable to spray]. The following was received on 17-may-2019: the cook sales representative called the customer and the head nurse told them that there have been no complaints about hemospray, so cook should erase this complaint. This event was reported to the cook sales representative at the cook medical booth at the endoscopy live meeting in berlin, de. When the cook sales representative called [the facility] to gather further information, the head nurse was quite strict about not having any complaints. She said they are very happy with hemospray. The following was received on 02-june-2019 per the cook sales representative: "one nurse of the team [at the reported facility] came to the booth at the endoscopy live meeting in berlin. While we were chatting about our products, she stated that they had one case, when after the first spray, no more powder came out. I drilled deeper and found out that she didn't know the exact circumstances. I logged a complaint as being taught. When filling out the complaint form, I reached out via phone to the head nurse of the department. She said she does not know of anything like that. Hemospray worked fine all the time as far as she knows. She guessed that the team might have used it twice in one patient for a re-bleed, when this might have happened, but that was only a guess, no true information. She asked me not to file a complaint, because she knows of no malfunction." Because there are no previous reports of unable to spray hemospray registered for this facility, this report is being sent to capture the reported event from the nurse said to be involved. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.